Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 30 mg/dl, fell down from bed due to low blood glucose and had wrist surgery in hospital. Customer stated that insulin pump had no reservoir detected alert and customer declined troubleshooting for low blood glucose. Customer stated that infusion set needle broke during insertion. Insulin pump will not be returned for analysis.